Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose levels of 45 and 50 mg/dl. Customer was using auto mode. Customer had high blood glucose level of 300 mg/dl. Customer declined troubleshooting for high and low blood glucose level. The insulin pump will not be returned for analysis.